Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. However the pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The pump also passed self test no unexpected audio absents anomaly noted. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump had a cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that they had low battery alarm on insulin pump. The customer's blood glucose was unknown. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.